Event description:
A patient reported experiencing inaccurate erratic results with a ot basic original meter. The patient's blood glucose results were 84 mg/dl, 171 mg/dl, 159 mg/dl, 149 mg/dl, 179 mg/dl. Tests were done 10 minutes apart with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.